Manufacturer narrative:
Intermittent button response on the act button was found due to moisture damage on keypad traces noted. Broken reservoir tube lip noted; tested with a test p-cap and p-cap did not lock in place properly. Broken battery tube threads noted. Unit was received with minor scratches on lcd window, cracked reservoir tube window, cracked reservoir tube, and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump was damaged where the infusion set is inserted. The infusion set did not stay because the plastic around it fell out. Customer's blood glucose level was 20 mmol/l. The plastic around where the reservoir and battery are inserted chipped off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.